Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling, the patient performed a disconnection of the transfer set and the disconnect cap "spontaneously came off; then the patient put manually a new cap". It was reported that two days later, the patient presented to the hospital with abdominal pain and cloudy effluent and was subsequently admitted and diagnosed with peritonitis. The cause of the disconnection issue was not reported. The patent was treated with unspecified antimicrobials/antibiotics for the event. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.